Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on available information, the reported partial clip movement appears to be due to challenging patient anatomy. A cause for the reported poor image resolution of the posterior gripper could not be determined. The unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This will be filed to report after clip deployment, the clip had mobility which required an additional clip for stabilization. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade of 4+. The patient had a prolapse in p3, semi-prolapse in p1, posterior leaflet length is 15-16mm, and semi-barlow. Sometimes with the posterior gripper, visualization was difficult. The ntw clip delivery system (cds) was advanced to the mitral valve and grasping was performed but grasping was difficult due to the posterior leaflet being too long and the physician feared possible entanglement. After several attempts grasping, the physician decided to remove the ntw clip and change to an xtw clip. The xtw clip performed as intended and mr was reduced. There was no damage noted to the valve and the clip was stable during all the procedure. However, an xt clip was used to stabilize the xtw clip as it was very mobile due to the long posterior leaflet. Two clips implanted, reducing mr to 2. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.